Event description:
Vp shunt valve was stuck at 1.0 and could not be adjusted even with the larger magnet supplied. The device was implanted approximately 2 years ago. Patient developed a hematoma. It is unknown at this time whether the valve caused the subdural hematoma or if the hematoma caused the valve to malfunction per neurosurgeon's judgement. A new shunt valve (same model) had to be placed and the hematoma was evacuated during this time. The new device functioned appropriately.